Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: attachment device and cutter device. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the devices were stuck together was confirmed. During evaluation, it was further confirmed that the device heated up due to worn out bearings. The root cause was due to various worn mechanical components due to normal wear out. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the cutter device was stuck in the bearing sleeve device and the attachment device. During in-house engineering evaluation, it was determined that the device overheated 119 degrees due to the worn out bearings. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.